Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during implant procedure after the right ventricular lead was inserted, the patient went into a slow ventricular tachycardia rhythm. The lead was then fixed and burst pacing was delivered, which accelerated the patient's rhythm into ventricular fibrillation. External defibrillation was delivered and successfully reverted the rhythm back to sinus after three shocks. The patient's blood pressure then dropped and the patient was intubated. The lead was removed and the case was abandoned.

Manufacturer narrative:
A complete lead was returned for analysis. The damage found was sustained during surgical procedure. The lead was otherwise normal.